Event description:
The meter would not power on while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. Did visit physician to test blood sugar. The result at the physician's was 78 mg/dl. The issue was not resolved with troubleshooting. No further information has been reported.